Event description:
It was reported that pump experienced malfunction alarm with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.